Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm, the controller¿s green pump leds appearing atypical, and the controller¿s serial number label missing were all confirmed. The provided log file, as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 5 days ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few backup battery fault alarms were intermittently observed throughout the data correlating to an ebb_circuit_fault flag, occurring on (B)(6) 2022. The returned system controller (serial number (B)(4) was observed to be missing its outer serial number label upon arrival. The controller was functionally tested and alarmed with a backup battery fault. The controller¿s backup battery was swapped with a known working test component, and the controller passed all preliminary and functional testing when a test battery was in use. The controller was further troubleshot with its original battery; however, further backup battery fault alarms were unable to be reproduced. The controller¿s membrane was also removed and placed on a known working test controller due to the green pump leds having a slightly blue color around their center; the pump leds were still observed to have a blue tint, narrowing the issue down to the membrane. A test membrane was also placed on the returned controller, which resolved the blue tint. The controller¿s original membrane was placed under a microscope, and small amounts of residue were observed on the arrows that may have contributed to the blue tint. The root cause of the backup battery fault alarms was unable to be conclusively determined due to the intermittent nature of the alarm. The root causes of the observed membrane damage and missing label were unable to be conclusively determined through this analysis. Additionally, during the investigation there were incidental findings of power cable damage and strain relief damage. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault and power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 because their system controller screen was completely blue and read "error" and the green light was "not looking right". The account reported that there was no serial number sticker. The controller was exchanged with no issues. Log file analysis revealed a few backup battery fault alarms on (B)(6) 2022.

Event description:
The system controller was exchanged on 26jul2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.